Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center was unable to confirm the customer's complaint; however, they found a non-olympus lamp was installed in the device's light source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by the installation of the non-olympus lamp. The lamp failed to light properly, causing the device to switch to the emergency lamp and the indicators on the front panel blinked. The image may have turned red because the device was using the emergency lamp instead of the main lamp. Regarding the examination lamp which is to be replaced, the instruction manual contains the following description which can prevent the event: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."

Event description:
The customer contacted olympus to report that during an unspecified procedure the device presented a red image and the light source was flashing. The customer did not report any consequence or impact to the patient.